Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient. (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. There was no allegation of an adverse event. The customer was treated based on the laboratory result on (B)(6) 2018. The customer's therapeutic range was 2.1 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.